Event description:
In 2008, the male patient had stent placed in the right carotid artery. Four days later, the patient suffered a non q wave myocardial infarction.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.